Manufacturer narrative:
Correction: a2. Additional information: d4, h4. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding and hypotension could not be conclusively determined through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. The IFU provides information regarding the recommended anticoagulation therapy and inr range. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented (B)(6) 2020 with dizziness likely due to orthostatic hypotension. The patient had bleeding, low hemoglobin and admitted the next day for anemia to be transfused with packed red blood cells (prbcs). Dizziness resolved and discharged on (B)(6) 2020.